Event description:
It was reported that, after total hip replacement was performed on an unspecified date, the patient experienced loosening/mispositioning. This adverse event was treated by revising the implanted r3 shell, r3 liner, and oxinium femoral head. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment of the reported loosening/mispositioning cannot be performed at this time. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Should any additional clinical information be provided this complaint will be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.